Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of "there was a leak.¿ this does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During inspection of the device, residual liquid or foreign material came out of channel-tube; forceps channel port had corrosion, control unit is sticky, and adhesive on a-rubber bending section had a chip. There was no patient involvement.